Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the proximal part closer to the balloon hub was fractured. The procedure was completed with a non bsc product. There were no patient complications reported.